Manufacturer narrative:
H.6. Evaluation results: customer/returned product: some caps were reported tight and some tubes were found to have elongated cracks. Retention samples: mechanical torque test: some caps were tighter than others but were within specification. Visual examination results and device history record review were acceptable. H.6. Conclusion: weakness in glass contributed to the event. A number of corrective actions were implemented by the tube MFR, inclusing annealing time and lehr temperature changes to prevent thermal shock. Contract MFR has changed to tube supplier with previously established quality history, and made changes to in-process and raw material inspection. Communication sent to customers to describe safe handling of glass tubes and methods for preventing injury should breakage occur during use.

Event description:
Microscan employee received minor cut when tube containing sterile inoculum water broke during opening. Employee reported cap seemed tighter than normal. First aid was administered and employee returned to work.